Event description:
In coming inspection at distribution, it was found that there was a foreign material (kid of bug) in blister. This event was found for 1 of 43 units with lot# k559603.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.